Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was last seen on (B)(6)/2017. The hcp office spoke with the patient verbally via phone on (B)(6)2018. Patient reported she moved to (B)(6), husband and two son in laws passed away. Patient also reported a lost patient programmer (pp). Patient was called by the hcp office to provide list of providers located in that area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient reported that she didn't feel stimulation and her symptom control wasn't good right now because her bladder was leaking quite a bit. Patient didn't have the patient programmer to check her therapy status or make adjustments. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.